Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open renal transplant, when the first clip of the device was put on, it did not come out. The second pressure allowed the clip to be ejected. The clip was incorrectly positioned, so it damaged the vessel. The surgeon applied the third pressure to eject another clip, and it came out correctly. A few minutes later, the surgeon used the device again. The same problem occurred, but without damaging the vessel this time. A new device from the same batch was used, but the same thing happened. A new device from another batch was used to complete the case. There was no patient injury.